Event description:
It was reported that the patient received inappropriate shocks due to oversensing. The lead also exhibited spikes in high impedance and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The distal and proximal conductors were found to be fractured. The defib conductor was noted to be distorted, and the inner tubing was kinked/buckled. Blood/body fluid was found on several conductors (not obstructed), and a white substance was found on the exposed defib coil.